Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic caught in the msi-pm injector plunger and tore. The lens was inserted and removed without incident, there was no patient injury. The surgeon felt the cause of the event was due to improper loading and the need for additional training.

Manufacturer narrative:
Evaluation: an injector lot number search was performed and no similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. It should be noted that the injector and cartridge were not returned.